Event description:
Pt reported their freedom 60 pump was making a noise while running. Pt reports when turning a knob, ratchetting to plunger, there was a different internal picking and changing sound. Pt reports pump was pushing syringe, and last infusion was yesterday and they were able to finish infusion. Rph advised it could be a warning sign for it about to break and could malfunction. Pump serial number currently checked out: (B)(6), expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Md is not aware. Dose/amount: hizentra 20% pfs - 63gm. Hizentra 20% pfs indication: chronic inflammatory demyelinating polyneuritis; common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? No. Did adverse event(s) result due to product issue? Unknown. Did pharmacy replace device? Yes. Is device associated with event available for return? Unknown.